Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4 months after the dental implant was placed in ada site 10, the implant had not achieved osseointegration. Clinician reported bone resorption and mobility. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4 months after the dental implant was placed in ada site 10, the implant had not achieved osseointegration. Clinician reported bone resorption and mobility. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).